Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all-new orders were not crossing over to multiple pyxis stations. A technical support specialist (tss) contacted the customer to provide an update on the issue. The tss confirmed that a downtime review was performed and no delays were identified, verified that synchronization information for all medication stations was up to date in the pyxis enterprise server, and confirmed that no devices were in critical override status. The customer stated that the issue had been resolved and no further investigation required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, new medication orders did not cross over to multiple pyxis stations. The customer reported that patient and order information might not have been current, indicating patient and order interface issues. The customer also reported that the stations had been restocked approximately 10 minutes prior to identifying the issue. There were no delay or adverse events or injuries reported based on this event.